Manufacturer narrative:
H6: code d12: according to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak, component migration. Evaluation summary: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: two radiographic jpeg images included. Cannot provide diameters or lengths with available images. No legible name, date, or demographics on the images. The partial 3d reconstruction image appears to show: o the proximal end of the device is significantly distal to the renal arteries (unknown length with available images). Image shows aortic tortuosity distal to the renal arteries. Cannot confirm migration with one time-point, however, the findings on this image is consistent with the description summary that states the device migrated distally. Cannot confirm a proximal type I endoleak with this partial 3d reconstruction image. The angiogram jpeg image provided shows: an aortic extender (3-long radiopaque markers) is present at the proximal end of the originally implanted device. Cannot confirm or rule out a proximal type I endoleak, post deployment, without contrast imaging. Emdr section h6, codes b15, c19, d12 and d15 updated to reflect results of investigation/product evaluation.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2022, a patient experienced an abdominal aortic aneurysm rupture. On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® conformable aaa endoprosthesis. The patient tolerated the procedure. On unknown date, at a follow up, a migration to distal side and a proximal type I endoleak were observed. On (B)(6) 2025, a reintervention was performed. Additional stent graft was implanted to extend proximally. An angiography revealed no proximal type I endoleak. The patient tolerated the procedure. The physician stated that it may have been a gradual migration of the neck area, but since the case was originally a rupture case and the neck was severely tortuous, he did not think it could be avoided.